Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 lead implanted 2006 (B)(6); 4193 lead implanted 2006 (B)(6); (B)(4) ICD implanted 2012 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. Additionally, the left ventricular (lv) lead exhibited high threshold values as well as low impedance. The lead remains in use. No patient complications have been reported as a result of this event.